Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose level was 400 mg/dl. The customer treated with the insulin pump. The customer did not mention any symptoms. It was unknown if the customer was in auto mode during event. Customer did not believe this was related to his pump, but more likely due to forgetting to bolus. The insulin pump will not be returned for analysis.